Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 5.2a, retainer ring = black. Customer returned pump for an alleged pump error 82, pump error 81, and failed battery test found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test sleep current test, and active current test. No unexpected power loss alarms/alerts/anomalies noted during testing. No pump error 82 and pump error 81 noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was present in download history on (B)(6) 2021 at start time 20:15:28.000. Pump error 81 was present in downloaded history on (B)(6) 2021 at start time 20:15:29.000. Failed batteries test (58) was present in downloaded history on (B)(6) 2021 at start time 20:16:02.000. No unexpected alarms listed in history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, pillowing keypad overlay, and stained keypad overlay. Pump error 82 and 81 not confirmed. Failed battery test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had failed battery test. Customer stated received multiple pump error alarm. Customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.